Event description:
Patient was in nuclear medicine getting stress images on the symbia. She is positioned with arms up and the scan takes 6 minutes. The camera rotates around the patient's chest. Patient had arms up and positioned under camera, when the technologist started the imaging. The camera began to rotate and when the tech turned around, the patient complained that her arm was pushing on the camera and the technologist tried to wave in front of the "stop" sensors, but it did not stop. Another technologist pushed the emergency stop which stopped the motion. There were no scratches, bruising, or apparent injury. The patient told the technologists that it was hurting, but she was more concerned that her IV would not come out so was pleased to see that was intact. The technologist called the rn, gave her ice, and before she left she stated that she was ok, not to worry because it was not their fault. Patient was positioned under the camera in a 90 degree position and lateral to the patient. When the camera was rotating to the "start "position, the patient's arm was struck by the camera. The team member was looking at the acquisition monitor at the time the camera was rotating and heard the patient yell, "my arm." The technologist quickly waved her hand under the camera which she assumed would stop the camera but did not. Another team member in the room, pushed the emergency stop. The patient said that her arm hurt but it was ok. The images were completed and the technologist called the rn and told them what happened. The technologist did not notice any scrapes or bruising. Siemens was contacted and came to look at camera. It was noted that one light rail was cracked, however, he stated that would only make the camera stop so he does not believe that interfered. He did install new light lenses and calibrated them. Our technologist was able to recreate the camera behavior for him that happened with the patient. It was found that the light rails (they detect anything close to camera) only operate in the "start" position. If a technologist positions a patient out of the start position (in a lateral position) and then pushes proceed to get it in the start position the light rails are not activated until you are in the "start" position. This is the action that happened with this patient in question. It is a standard operating procedure for some technologists. It is a preference to position the patient. I will huddle with the team and put in weekly wrap up immediately so they are aware this could happen and to be with patient at all times when pushing proceed to eliminate this from happening in the future. Siemens model: symbia.